Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched by the handpiece used to implant it. There is no reported patient impact and the lens remains implanted. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. An opened company iii iol was returned for evaluation for the report of scratches seen on iol. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The company iii iol was visually inspected and deemed conforming, a dimensional plunger position height check was performed and deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. The complaint evaluation does not confirm the injector was the root cause for the scratches seen on iol. The returned sample was found to be conforming for all visual, dimensional, and functional testing associated with the reported event. The reason for the complaint issue cannot be determined from this evaluation. Possible causes for lens damage are using the incorrect lens or cartridge with the incorrect injector, using an unapproved, improper temperature, or insufficient quantity of viscoelastic material, and the incorrect placement of the lens into the cartridge or incorrect cartridge placement into the handpiece injector. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).